Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. Customer returned 2 vtb063525 from lot number 0000204377. Using microscope visually checked used file. The used file was not broken as indicated in the complaint. It had began to unwind. These files are designed to unwind as an indication of potential separation. Using microscope visually checked unused file. No visual manufacturing defects or markings noted. Measured the file using tm-0061 on nikon 4 according to the specifications on (B)(4). Unused file has been analyzed and was found in compliance with specifications. Root cause of unwinding is unknown.

Event description:
It was reported that a profile vortex blue file broke during use. The broken piece could not be retrieved and was incorporated into the filling.